Event description:
New information received noted that all high voltage therapies were appropriate. The device was explanted due to unrelated reasons.

Manufacturer narrative:
The reported event of inadequate hv output could not be confirmed in the lab. A charge timeout was recorded, however it is consistent with multiple consecutive hv shocks and not a device malfunction. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and presented in the emergency department. Upon interrogation, it was noted that the implantable cardioverter (ICD) delivered multiple therapies. Since implant, the ICD charged and delivered therapies over a hundred times, which caused the ICD to reach elective replacement indicator. It is not certain if all shocks were appropriate. The patient underwent a vt ablation. The patient was recovering.